Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2021 the patient was afebrile and their white blood cell count was then within normal range. On (B)(6) 2021 a computed tomography (CT) scan showed new small hyperdensities within the left superior cerebellar infract suggesting a small hemorrhage. Coumadin was held for one week and then a repeat CT was performed as the patient's left arm appeared to be dystaxic. The CT showed a stable and improving hemorrhage, coumadin was resumed on a low dose.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for, as well as a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. It was reported that the patient was experiencing respiratory failure which required re-intubation. A bronchoscopy was performed which showed slight blood tinged secretions throughout. A sample was obtained for a culture. The patient became tachypneic and unable to expectorate. The patient was put on bilevel positive airway pressure (bipap), stroke protocol was initiated, and the patient was reintubated on (B)(6) 2021. The patient then experienced an ischemic cerebral infraction stroke. The patient was sent to interventional radiology for a thrombectomy. Follow-up computed tomography (CT) scans showed no hemorrhage, and the patient's condition was stable. On (B)(6) 2021, the patient experienced a fever and possible aspiration pneumonia. The patient's white blood cell (wbc) count was elevated which required treatment with antibiotics. The respiratory and blood cultures showed no growth. The patient was eventually extubated on (B)(6) 2021, and was in the process of completing physical therapy (pt) and occupational therapy (ot) for right-sided paralysis and aphasia. On (B)(6) 2021, the patient experienced a psychiatric episode of post operative delirium and agitation which required treatment. As of (B)(6) 2021, the patient was afebrile and wbc count had been in normal range since (B)(6) 2021. A CT scan showed new small hyperdensities within the left superior cerebellar infarct suggesting a small hemorrhage. A repeat CT was performed as the patient's left arm appeared to be dystaxic. The CT showed a stable and improving hemorrhage. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists respiratory failure, stroke, bleeding, and psychiatric episode as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was discontinued on trazodone on (B)(6) 2021 and discharged from rehab on (B)(6) 21.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing respiratory failure. On (B)(6) 2021 the patient had been extubated. A bronchoscopy was performed which showed slight blood tinged secretions throughout, everything looked relatively clean. A sample was obtained for a culture. The patient became tachypneic and unable to expectorate. The patient showed signs of an altered mental status and right sided weakness. The patient was put onto bipap, stroke protocol was initiated and the patient was reintubated on (B)(6) 2021. The patient then experienced an ischemic cerebral infraction stroke. A computed tomography (CT) scan was take of the patient's head without contrast. Hypo density in the left medial cerebral hemisphere with possible mass effect on the cerebral aqueduct and superior aspect of the fourth ventricle was seen. The patient was sent to interventional radiology for a thrombectomy of a distal clot seen in the left subclavian artery. Follow up CT scans showed no hemorrhage, the patient's condition was stable. On (B)(6) 2021 the patient was experiencing a fever of 100.4 degrees fahrenheit, and possible aspiration pneumonia. The patient's white blood cell count was elevated, this was treated with antibiotics. The respiratory and blood cultures showed no growth. The patient was eventually extubated on (B)(6) 2021, the patient would complete occupational therapy for right sided paralysis and aphasia. On (B)(6) 2021 the patient experienced a psychiatric episode of post operative delirium and agitation. The patient was started on seroquel. The seroquel was eventually upgraded to trazodone and haldol.